Event description:
The customer reported that the pt had a burn from defib pads used during a cardioversion.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.